Event description:
The customer reports: "the procedure was performed and during the procedure the guide wire was broken."

Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied three photos showing an unraveled guide wire. The guide wire appears to be unraveled from the distal tip and shows evidence of use, but it cannot be determined without the sample to evaluate. The catheter is not included in the image. A probable cause of the guide wire unraveling cannot be determined from the photos and without the actual sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The IFU also states, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The report that the guide wire unraveled was confirmed through examination of the customer supplied photos. The image showed the guide wire unraveled; however, the actual complaint sample was not returned for evaluation. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: "the procedure was performed and during the procedure the guide wire was broken."